Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was very concerned that this right ventricular (rv) lead was disconnected again. There was no further information was provided. The lead remains in service. No adverse patient effects were reported.